Event description:
As reported, during testing of this fogarty catheter prior use in patient, the balloon could not be inflated. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. As received, balloon latex, both bushings and windings were completely detached from catheter body and not returned. Part of the catheter tip was also broken off and not returned. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. (See specification table.)". No other visible damage was observed from catheter. A supplemental report will be submitted accordingly upon investigation completion. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
As per investigation results, added information to section h6 (type of investigation) and updated section h6 (investigation findings) and h6 (investigations conclusions). Based on further engineering investigation, there controls to detect conditions related to balloon as part of the manufacturing process.